Event description:
The customer reported being hospitalized due to high blood glucose of 540 mg/dl the night before. The customer stated that she believes the insulin pump stopped functioning almost at midnight. The caller mentioned that the insulin pump alarmed motor error during the fixed prime process. Troubleshooting was performed, and the displacement test passed. Reviewed the alarm history and found several motor error alarms. Checked the other history and noticed that the time and date were incorrect. Assisted the customer to reprogram the date and time in the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was stuck in the motor error loop during bolus/basal delivery. Motor error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The insulin pump passed the rewind, basic occlusion, prime and displacement tests.